Event description:
It was reported that the atrial connector on the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; atrial output connector is broken. Analysis also found the upper case, lower case, two side bail covers, and battery drawer are broken. Lead flex cover contaminated, battery contacts are compressed, and lcd (liquid crystal display) is damaged (screen bleeding).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.